Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that in an ophthalmic system ultrasound (us) did not function during surgery. It was replaced with another handpiece. The surgery was completed without any further issues. This report pertains to ophthalmic handpiece involved in the reported event.